Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The annulus was very calcified and they had a recapture problem with difficulties, and then a weird angle on a strut. During procedure, heparin was administrated. The valve was implanted at optimal depth after two re-sheaths. There was a significant leak after release. The patient had a atrioventricular block with pericardial effusion and cardiac tamponade was noted. A pericardial drainage was performed and an external stimulation probe was placed. A new 26mm non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
It was reported that the annulus was very calcified and recapture problem was noted. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, there was difficulty implanting the device due to calcification and horizontal aorta. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.